Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported, that during use of a volumeview thermodilution cable, the patient had a fever of 39 degrees centigrade. However, the temperature detected by our cable was 34 degrees centigrade. After changing the volumeview catheter, the temperature on the monitor was still abnormal at 34 degrees centigrade. The customer suspects that the evvvtc1 cable was defective because it cannot measure the correct temperature data. There was no report of patient compromise and no other system-related devices were reported as suspect.

Manufacturer narrative:
The review of the device history record supports that there were no non-conformances noted for any reason. Evaluation testing supports that the cable functions as expected. No physical damage was found in the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. Invasive procedures involve some patient risks. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.